Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). Same case as: 2134265-2012-06340, 2134265-2012-06341. It was reported that post a coronary stenting treatment procedure, the patient experienced worsening coronary artery disease and restenosis. Lesion 1 was located in the mid right coronary artery (rca). The lesion was 70% stenosed, 3.7mm in diameter and 16mm long. The lesion was treated with predilation and placement of a 3.5x32mm taxus liberte stent. Residual stenosis was 0%. Lesion 2 was an in-stent restenotic lesion, located in the proximal rca. The lesion was 85% stenosed, 3.7mm in diameter and 32mm long. The lesion was treated with predilation and placement of a 3.5x16mm taxus liberte stent. Residual stenosis was 0%. Lesion 3 was located in the distal rca. The lesion was 70% stenosed, 3.5mm in diameter and 18mm long. The lesion was treated with predilation and placement of a 3.5x12mm taxus liberte stent. Post dilation was performed. Residual stenosis was 0%. The patient was discharged on aspirin and prasugrel. In (B)(6) 2012, the patient was diagnosed with worsening coronary artery disease and cardiac catheterization was recommended. The 60-70% in-stent restenosis of the previously deployed study stents from mid to distal rca was treated with placement of a 3.5x30mm non-bsc stent. Post dilation was performed. Residual stenosis was 0%. In addition, the 70-75% in-stent restenosis of the previously deployed stent in the distal circumflex was treated with the placement of a 2.25x27mm non-bsc stent. Post dilation was performed. Residual stenosis was 0%. The event was considered resolved without residual effect.